Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the patient was unable to move their legs following a lead placement surgery at the start of their trial. It was reported that the patient went back to surgery and had the paddle lead explanted. The hcp stated that the patient was doing fine and the issue was resolved. The patients status at the time of this report is alive, no injury. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.